Manufacturer narrative:
(B)(4). The actual sample is not available for return; therefore, the customer provided a photo for evaluation. In the photo it can observed that the heater wire was detached from the connector. No other issues were observed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the circuit wires came out of the yellow expiratory clip. Patient was on bubble CPAP. No patient injury or consequence reported. The condition of the patient is reported as "fine".